Manufacturer narrative:
(B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 12.1mm, vticm5_12.1, -12.5/1.0/134 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the eye. There was patient contact with no patient injury. On (B)(6) 2022 a replacement lens was implanted and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
B5- "the reporter indicated that the surgeon attempted to implant a 12.1mm vticm5_12.1 implantable collamer lens of diopter -12.5/1.0/134 (sphere/cylinder/axis) into the right eye (od) when the lens tore/broke before/during loading on (B)(6) 2022. The lens was not implanted. There was patient contact but no patient injury. On (B)(6) 2022 a replacement lens of the same model/length was implanted and the problem was resolved. The cause of the event is unknown. Claim# (B)(4).